Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive, and the keypad cover was worn. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad was found to be peeling at the up arrow button, and the keypad symbols were worn. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.